Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No unexpected boluses noted. Multiple 0.3 unit primes noted. The insulin pump had a cracked reservoir tube lip.

Event description:
The customer stated that he was having trouble rewinding the insulin pump. The customer got upset, and injected himself with 200 units of insulin from the reservoir. The customer knew he shouldn't have done this but was frustrated. The customer began eating candy and cookies to treat. The customer later called to report that his wife took him to the hospital after receiving all the insulin. The customer then stated that the insulin pump delivered insulin on its own, and feels that it malfunctioned. The customer wanted the insulin pump replaced. The customer later called to ask for the legal department as he wanted to file a lawsuit due to the hospitalization. The customer later called and stated he was in a coma when he was hospitalized, and stated the insulin pump delivered 21 units on its own. The customer then reported a protruding drive support cap. Insulin pump replaced.